Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 to replace the leads. During the procedure, a previously abandoned lead [related manufacturer reference number:1627487-2025-00341] was removed as well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, the patient was experiencing ineffective therapy. Reprogramming has been unsuccessful at restoring therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.